Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported msof and patient outcome could not be conclusively determined through this evaluation. The device operated as expected and would not return for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction (renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to multisystem organ failure (msof). The death was not considered to be device related. The device operated as expected and would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.